Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead had a noise problem. No changes or interventions were performed. The patient was in stable condition.